Event description:
It was reported that during implant, high rv lead impedance was observed. A second device was used and the measurements remained high. The lead tested normal through the system analyzer and there were no visible anomalies noted on the rv lead. The physician elected to replace the rv lead. During the removal of the rv lead, the lv lead dislodged. After the rv and lv leads were replaced and connected to the second device, impedance measurements were normal.

Manufacturer narrative:
Analysis was normal. No anomaly was found.